Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced inability to mobilize the peg tube. On (B)(6) 2022, the patient underwent surgery for the removal of a buried bumper syndrome. It was reported that the patient's pegj tubing was removed, and replaced with non-abbvie direct pej tube.

Manufacturer narrative:
(B)(4). The device involved in the event was removed, and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4) was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.